Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that measured data could not be read. The device was close to elective replacement indicator (eri).